Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that during the initial implant of an ovation system on an unknown date, the patient left the operation theatre with a type ia endoleak. Information was made aware by a publication where the patient is kept anonymous. No additional patient information will be available.